Event description:
The device cracked and leaked during set up.

Manufacturer narrative:
Examination of the returned unit was unable to confirm the issue of the unit being cracked and leaking. No defects were found with the returned unit. Co is unable to confirm this issue or to determine the cause. Based on this info, co believes that no add'l action is necessary at this time. Co considers this MDR closed with this report.